Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report #(B)(4). Event desc: closure device would not deploy correctly. The foot plate would not engage; had to use another closure device (not perclose). No other immediate interventions were necessary, hemostasis was achieved. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do it was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 5f sheath after a diagnostic procedure. Reportedly, the device would not deploy correctly as the foot plate would not engage. Another closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Although the physician's name was not released by the site, the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to discarded. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.